Manufacturer narrative:
On (B)(6) 2016 the field service engineer (fse) found pinch valve pv25 opening slowly which caused the failure. The fse replaced the actuator for pv25 to fix the instrument. No observations concerning the latron were made or reported by the fse. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported no aspiration from the secondary mode probe on the coulter lh500 hematology analyzer. The customer reported that the latron primer was elevated at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.